Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a fasciectomy procedure, the tip of the topaz wand broke off inside the patient. No broken piece inside the patient was located. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.

Event description:
It was reported that during a fasciectomy procedure, the tip of the topaz wand broke off inside the patient. All the pieces were removed. Upon removal from the patient the tip was noted to be broken and could not be located. A flat plate was completed and read by the radiologist and confirmed to not be retained. The procedure was successfully completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states based on the information provided, ¿upon removal from the patient the tip was noted to be broken and could not be located. A flat plate was completed and read by the radiologist and confirmed to not be retained. Staff looked throughout the drapes, the floor, and trash but did not locate the tip to the topaz device.¿ these devices are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. According to the report, the procedure was successfully completed without delay using a back-up device. No patient complications were reported. Should any additional relevant patient information be provided, this case would be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.